Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had a pump error for a broken force sensor that was detected during seating or regular delivery. Customer stated that the pump does not respond anymore. The pump will come back for analysis and will be replaced.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and broken force sensor was detected due to corrosion on the electronic assembly; corrosion was also found on the motor and force sensor during visual inspection. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error open book image. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window.